Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for s/n (B)(6) was performed from the date of manufacture, 08feb2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a mini drawer that had been inoperative for six days. A field service engineer determined that witness was needed to recover the drawer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, mini drawer malfunctioned. The customer noted that there was medication available in other drawers. However, there were no adverse events or injuries reported based on this event.